Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the 70% stenosed target lesion was located in the severely tortuous and severely calcified artery and the balloon was ruptured during second inflation.

Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. There were numerous kinks throughout the hypotube. Microscopic inspection revealed a 1 cm tear in the balloon material on the distal end of the balloon. Microscopic examination presented no irregularities that could have contributed to the damage.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the 70% stenosed target lesion was located in the severely tortuous and severely calcified artery and the balloon was ruptured during second inflation.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.